Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
During cartridge change, the dispay went black and pump just beeped . No function. No error or alarm on screen. Inserted new battery - did not solve the problem. No adverse event occured. Pump replaced and requested for investigation.